Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited a high shock impedance measurement of 128 ohms. Other lead measurements were in normal range. Troubleshooting and programming options were discussed. The shock impedance alert range was reprogrammed, and the patient would have a scheduled remote follow up in one month and the shock impedance measurements would be re-evaluated at that time. No adverse patient effects were reported. The device remains in service.